Manufacturer narrative:
Follow-up #1; date of submission: 09/16/2016. The device has been returned and evaluated by product analysis on 08/25/2016 with the following findings. Several por events observed in black box on (B)(6) 2016. Test battery cap is able to fit to maintain electrical connection. Battery cap not returned with pump. Pump powers on correctly no power interruption was duplicated during investigation. Tightened test battery cap fully then loosened one half turn, power to pump was not interrupted. Opened pump, no intermittent conditions found on power pcb. Cracked battery compartment from threads to left of grip pad, and below grip pad to case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.